Manufacturer narrative:
A review of the lot batch records concluded this product was formulated, manufactured and packaged according to local and global product specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The solution has been requested but not yet received. Doctor indicated the event is not related to the solution and patient has a history of herpetic keratitis. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported she has been getting eye infections every other month for the past 8-12 months. She states she was diagnosed by her doctor with an infection and treated with zirgan. The patient stated she normally transfers the solution from the original container into a smaller travel size container so she can keep it in her purse. The ophthalmologist's office was contacted and confirmed patient was seen for complaints of cloudy vision and a sandy feeling in her left eye. Doctor's records indicate "box hit in eye". Patient was diagnosed with superficial punctate keratitis with a note to file of reoccurring herpes simplex virus keratitis. It is indicated on the patient's file that she over wear her lenses by extending the wearing schedule. A follow-up call was made to the patient and she reported she continued to use the medication each time she felt the symptoms coming on but did not visit the doctor. At a regular eye exam visit, the patient was provided with a different solution and contact lenses and is not having any issues. A completed potential adverse event report was received from the ophthalmologist. Patient presented with tearing, pressure and foggy vision with sandy feeling in her eye. She was diagnosed with recurrent herpetic keratitis. The ophthalmologist noted on the form the patient has a previous history of herpetic keratitis in the left eye. He does not relate the event to the solution. The patient returned for a follow-up visit a week later and the symptoms resolved. Patient was instructed to discontinue the medication but to use it if the symptoms reoccur.